Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device currently implanted.

Event description:
The patient started having left hip pain approximately 5 months after her primary surgery. The patient is in pain from her hip to the knee. She also experiences numbness in her foot. She has difficultly sleeping and standing from a seated position. Her previous active lifestyle is no longer possible. The surgeon's determined through an MRI that debris is seen in the hip. The surgeon suspects a problem with the ceramic head. The primary surgeon and second opinion surgeon agrees on this diagnosis.

Manufacturer narrative:
An event regarding pain and possible crack/fracture involving a ceramic head was reported. The event was not confirmed. Method and results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: insufficient information was received fro review with a clinical consultant. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device, pre- and post-op xrays, patient history and follow-up notes are needed to investigate this event further.

Event description:
The patient started having left hip pain approximately 5 months after her primary surgery. The patient is in pain from her hip to the knee. She also experiences numbness in her foot. She has difficultly sleeping and standing from a seated position. Her previous active lifestyle is no longer possible. The surgeon's determined through an MRI that debris is seen in the hip. The surgeon suspects a problem with the ceramic head. The primary surgeon and second opinion surgeon agrees on this diagnosis.